Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 23 mg/dl and she was hospitalized. The technical service representative contacted the patient several times to obtain and verify information; however was unable to reach her. No troubleshooting was done and no further information was provided. As the patient suffered blood glucose levels suggesting severe hypoglycemia while using the reported pump and was hospitalized, this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the dates available in the black box are from (B)(4) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history. The pump was tested on a 29 hour flow accuracy test; the pump passed the assessment and was found to be delivering accurately and within the required specification. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Unrelated to the complaint, the display lens was found to be scratched. The pump information for the complaint date has been written over, unable to duplicate the complaint. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.